Event description:
Additional information received notes that there was oversensing noise on the right ventricular (rv) lead.

Event description:
It was reported that a patient presented with oversensing on their right ventricular (rv) lead. The physician elected to cap and replace the rv lead on (B)(6) 2024. The patient was stable before, during, and after the procedure.